Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and while the reported issue was not duplicated, it was confirmed that the ventilator inoperative alarm had been recorded in the error log. The device's main board was replaced to address the issue.